Manufacturer narrative:
The proper procedures have been reviewed with the home patient.

Event description:
A home patient (hp) contacted the baxter technical services center for assistance in ending therapy early during dwell 4/4 because, the hp disconnected the supply bag and connected it to the heater line. The technical services representative (tsr) assisted the hp with end of therapy early procedure. The hp stated, she would call pd nurse regarding the missed therapy. The hp's nurse stated, the hp was given prophylactic antibiotics and there has been no medical intervention or patient injury associated with this event.